Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was alone at the time they were found deceased, and "it appears that the patient's mother, who lives near by, found the patient".

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation and the controller (B)(6) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Internal visual inspection revealed a crack on a standoff post within the controller housing; no other anomalies were observed during internal visual inspection. The observed standoff post crack is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Functional testing revealed that the pmc software version was missing on the controller's display. Additionally, functional testing revealed that the controller exhibited controller failed alarms and the controller failed to start the motor fixture during bench testing. Log file analysis revealed five (5) controller failed alarms were logged between (B)(6) 2024 at 00:26:32 and (B)(6) 2024 at 15:55:28, indicating a loss of communication between the user interface controller (uic) and pump motor controller (pmc). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. The controller failed alarms are likely associated with the reported "controller error/controller change" display. In addition, log files revealed one (1) low flow alarm was logged on (B)(6) 2024; this is an additional finding, not related to the reported event. Supplemental testing revealed that the pmc failed the startup and the pmc led did not light up, indicating an issue with the pmc. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the low flow finding. Of note, information provided by the site indicated that the patient's cause of death was unknown. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection, renal dysfunction, and gi bleeding events. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information and the risk documentation, a possible root cause of the reported event can be attributed, but not limited, to a permanent pmc component failure. Additional products: d1: controller d4:serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) d9: yes 25-04-2024 h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation and the controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Internal inspection revealed a crack on a standoff post within the controller housing. This is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Functional testing revealed that the pmc software version was missing. Additionally, functional testing revealed that the controller exhibited controller failed alarms and the controller failed to start the motor fixture during bench testing. Log file analysis revealed five (5) controller failed alarms were logged between 24/feb/2024 at 00:26:32 and 26/feb/2024 at 15:55:28, indicating a loss of communication between the user interface controller (uic) and pump motor controller (pmc). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. In addition, log files revealed one (1) low flow alarm was logged on 23/feb/2024; this is an additional finding, not related to the reported event. Supplemental testing revealed that the pmc failed the startup and the pmc led did not light up. As a result, the reported ¿controller failed¿ event was confirmed. Based on the available information, the device may have caused or contributed to the low flow finding. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection, renal dysfunction, and gi bleeding events. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump ro tational speed. Based on the available information and the risk documentation, a possible root cause of the reported controller failed alarm event can be attributed, but not limited, to a faulty pmc. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2023 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 15-dec-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired. The cause of death is unknown. However, according to the police, the controller had a "controller error/controller change" display.

Event description:
It was further reported that according to the attending physician's opinion on death, both power sources were secured, so there seems to be no operation error in the patient. Prosthetic heart failure may be caused by some kind of illness or mechanical trouble.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.